Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the pulse generator had not reached end of service. Device diagnostic testing performed approximately three months earlier was within normal limits, indicating proper device function at that time. The patient has reportedly not experienced any increase in seizure activity. Treating physicians are unable to tell whether or not the patient feels device stimulation as the patient is non-communicative. The patient resides in a group home, is wheelchair-bound and needs to be carried in and out of bed. It is not known whether the patient had suffered any recent injury or trauma that may have damaged the ncp system. It was reported that the patient is fairly flaccid, so it is not believed that they manipulate the device through the skin. X-rays reviewed by treating physicians did not reveal any obvious discontinuities in the ncp system. Reveiw of x-rays by device manufacturer did not reveal any obvious discontinuities in the ncp system, but did reveal that there were no tie-downs present. The implanting surgeon did not place the lead per manufacturer's recommendations in device labeling as no tie-downs were used to secure the lead. It was reported that the implanting surgeon used sutures instead of the accompanying tie-downs to secure the lead. The patient has been referred to neurosurgeon for follow-up and possible lead replacement surgery. Lead break is suspected.